Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment¿s retainer ring broke off and would not stay on the insulin pump. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The device will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, missing retainer and missing reservoir tube o-ring. Analysis was unable to perform displacement test due to missing retainer.